Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient changed battery three weeks ago and noticed there was water in the battery compartment. The reporter confirmed the battery compartment was dried out and the pump functioned normally. The patient went swimming today and now there was water behind the display and no power to the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned with visible moisture in the display lens. There was no visible moisture noted in the battery compartment. The pump does not power on. Leak testing was performed, and a display lens leak was observed. There was evidence of moisture present on internal parts of the pump. The investigation for the alleged power issue could not be adequately completed due to moisture damage.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.